Event description:
It was reported that a revision surgery and wash out was performed due to infection. Patient was treated with antibiotics.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded: several attempts have been made to obtain clinical/medical documents to o avail. No supporting clinical/medical documents have been provided. Therefore a thorough investigation cannot be performed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.